Manufacturer narrative:
After further review of additional information received. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the indication was multiple pulmonary emboli with a saddle embolus and thrombus in the left popliteal vein. A post placement venocavogram showed brisk flow through the filter and the filter was in a satisfactory infra-renal position. The report states that the filter subsequently malfunctioned including, but not limited to blood clots and caval thrombosis. Per the patient profile form (ppf), the patient reports blood clots, clotting, occlusion of the ivc. The patient further reports swelling and fatigue of the legs, collateral veins (thigh and abdomen) varicose veins, pain, difficulty walking, weight gain, erectile disjunction and anxiety and depression. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety and depression do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the medical records state that the patient presented to the emergency room after an episode of syncope. Computed tomography (CT) scans of the patient's chest and lower extremities showed multiple pulmonary emboli with a saddle embolus centrally and thrombus in the left popliteal vein. The filter was placed without difficulty via the patient's right femoral vein. A vena cavogram showed brisk flow through the filter and the filter was in a satisfactory position.   Additional information received per the patient profile form (ppf) states that the patient experienced blood clots, clotting, occlusion of the inferior vena cava (ivc) and the device was unable to be retrieved. The patient became aware of the reported events fourteen years and three months after the index procedure. The form states that the device was unable to be retrieved, but no documentation of any attempt to remove the device was provided. The patient stated that due to the filter he experienced swelling of legs, collateral veins (thigh and abdomen). Varicose veins and erectile disjunction. The patient also experienced leg fatigue, heaviness in his legs, pain associated with compression garments, pain related to the varicose veins and pain associated with collateral veins. Subsequently, the patient experienced difficulty walking, was unable to stand for long periods of time and gained weight. The patient wrote that he experienced emotional distress, mental issues, irritability and depression.

Manufacturer narrative:
Reporter occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to blood clots and caval thrombosis. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to blood clots and caval thrombosis. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.